Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that there was again a problem with the equipment. Last week, the rack presented problems in another surgery by another doctor and another assistant, but the event was reported in the group and it was checked. It is the same equipment. Just like last week, the light source did not turn on, the video image did not appear, and the vapr pedal was firing alone, which could cause serious injury to the patient. The doctor complained a lot. With regard to the video, it was only possible to perform the surgery, because the nurse asked for a loan of smith & nephew equipment because the doctor requested not to cancel the surgery and harm the patient, so we did the surgery using the video part of another company. Regarding the light source, we had to use the light source of the hospital, causing inconvenience in the planning of the surgical center as there were other surgeries happening, which had already requested the use of hospital equipment previously. In the middle of this situation, it was characterized that again the same defective equipment was sent to the same hospital, which generated customer dissatisfaction.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened, and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).